Event description:
It was reported that patient underwent total hip arthroplasty (B)(6), 2004 and was revised (B)(6), 2011, due to dislocation. Acetabular cup and modular head components were removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following possible adverse effects: #8) dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions.this is MDR one of two (1825034-2011-01015 & 01016) for this event.

Manufacturer narrative:
The bearing surface of the modular head showed parallel arrays of scratches or indentations. These scratches or indentations are possible indications of edge contact with the rim of the cup, possibly from subluxation or dislocation of the head. The modular head and actabular cup appeared to show damage consistent with dislocation.